Event description:
Voluntary medwatch received states that the patient presented with syncope. It was noted that the right ventricular lead exhibited unspecified over-sensing. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.